Event description:
It was reported to philips that the battery for the device required replacement. There was no patient involvement.

Manufacturer narrative:
The customer worked, with the technical support representative. Customer needs battery replaced. Upon conclusion of the evaluation. It was determined, that the battery requires replacement. The customer is being sent a battery replacement. No further actions are required.